Manufacturer narrative:
Follow-up #1 date of submission 10/15/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2015 with the following findings: a review of the pump¿s black box history showed multiple cs 052/054 call service alarms. The complaint of a call service alarm issue was not able to be adequately investigated due to an unrelated defective u39 component. The defective component issue was reported under medwatch report number 2531779-2015-27180. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 054 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.